Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA (B)(4). Product event summary: the data files and the 2af284 balloon catheter with lot number 07684 was returned and analyzed. The patient file showed six applications were performed using a catheter identified as 2af284 with lot number 7684 without any anomaly on the reported event date. The console output data (pressure, preset pressure, and flow) showed pressure was tracking preset pressure and flow readings were as expected. However, the temperature reached -60 degrees celsius (°c) during the ablation phase on the applications one, two, three, four and five. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for six applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identifi ed. All pressure and flow were in range and temperature curve had no oscillations or overshoots. In conclusion, the reported temperature issue was not confirmed through testing or clinical data review and the balloon catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, during the first freeze the temperature dropped unexpectedly. Therapy was stopped and imaging then confirmed that the balloon catheter was outside the vein and round in shape. The second freeze was then aborted. The electrical umbilical cable was replaced without resolve. The balloon catheter was then replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.